Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was tested to see if it would charge and boot up normally but it failed due to perpetual rebooting. The receiver case was opened for further evaluation and the u1 pcba was detached to retrieve the receiver log. There were no findings related to the complaint in the receiver download. The reported event that the receiver ceased to function was unable to be confirmed with the returned receiver. The root cause could not be determined.